Event description:
Related manufacturer reference number: 2017865-2021-39228, related manufacturer reference number: 2017865-2022-13119, related manufacturer reference number: 2017865-2022-13120. It was reported that the patient presented to the hospital and it was noted that the implantable cardioverter-defibrillator (ICD) exhibited backup vvi mode. It was reported that the patient has deceased. There is no known allegation from a health care provider that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.